Manufacturer narrative:
The subject sample provided was evaluated and confirmed the tubing expanded to form a balloon shape which burst caused a separation of the tube. However, process evaluation and tools are in accordance to manufacturing processes and there were no activities identified that could cause this type of damage in this particular device incident. Per incident comments, the device was in use for a period of time (15 - 30 days); which, indicates that device did not show this defect at time of placement and the tube performed as intended. The reported failure is more likely associated to the misuse of the product. Instructions for use calls for: tube maintenance: 1. Follow your institution/facility/hospital protocol or clinician¿s order. 2. It is recommended the tube be irrigated every 4 hours with up to 20 ml of water (up to 10 ml for infants or children) before and after medication administration or when feeding formula is interrupted. Warning: vigorous syringe force should not be used to irrigate, administer liquids or unblock the tube. 3. The feeding tube should be monitored, regularly assessed, and replaced when clinically. Root cause was use related. All information reasonably known as of 05-oct-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 25-aug-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported, nasogastric (ng) tube broke off while inside of the patient. The patient sneezed and the rest of the ng tube was able to be recovered. The patient is stable, there was no injury or medical intervention reported. Visual confirmation noted that complete ng tube was recovered. The patient was at home when the event occured.